Event description:
It was reported that the cartridge was leaking from the septum. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Customer loaded a new cartridge to address the issue.